Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex st patches on (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st patch (device #1). An additional emdr was submitted to represent the bard/davol ventralex st patch (device #2). Should additional information be provided a supplemental emdr will be submitted.